Manufacturer narrative:
Additional information was received stating there is no surgical intervention planned for the patient and patient is recovering well, getting better with each medical appointment. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted.  Facility name, address line 1, postal code (zip): unknown, information not provided. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient underwent phacoemulsification surgery with implantation of zxt225 +18.0 diopter intraocular lens in the right eye without complication. The patient had a refraction of -3,75 -3,00 x 120 with visual acuity of 20/50 partial, other ophthalmologic examinations were normal. Regarding the surgery on the 5th postoperative, the patient presented visual acuity of 20/20 partial, however, could not see j5. On the 19th postoperative, the patient presented visual acuity of 20/20, but with the same conditions mentioned before as could not see j5. According to the doctor's report, the patient is very unsatisfied and hostile. Also mentioned that, because of the j5 absence of sight in her right eye, she is depressive and cannot perform her routine tasks. There was no vitrectomy or sutures performed. Patient is temporarily impaired post-op. Vision pre-operative: -3,75 -3,00 x 120 20/50. Vision post-operative: plano c/ -0,50. No further information provided.